Event description:
The following has been reported: biomed reported: "broken / none functioning screen". 08/25/2025: the screen does light up but the image it distorted with lines. A preliminary review identified the following issue: mechanical hardware failure (screen no input). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for mechanical hardware failure (screen no input). Unit started up with no alarms and touch screen interface functioned properly. Log files were able to be pulled via wi-fi connection. Internal investigation found no damage and touch screen flex cable was seated properly. Lcd screen did show some distortion. The screen distortion was caused by the lvds cable not functioning properly. The lvds cable will be removed and replaced during repair process and perform functional testing. No other damage found.